Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the during inflation only 4ml was able to be infused into the balloon and when deflating only 2 ml were able to be removed. The catheter was removed semi inflated.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Per the visual inspection, no pinch or blockage was observed. Per functional testing, the balloon was inflated with 10cc of water using the normal fill technique and the balloon was able to inflate and deflate within 6 seconds. The device was dissected and did not find anything to contribute to the reported problem. Dimensional evaluation: concentricity (full inflation volume) 60/40 eye snip length:3/32¿ eye snip width:1/32¿ distance from distal cuff:8/32¿ distance from proximal cuff:10/32¿ inflation lumen coverage:10 thou rubberize thickness:11 thou sac thickness (average) : 19 thou reinforcement:160 thou there was no indication that the product was out of specification, the product was manufactured per our manufacturing procedure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notify slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the during inflation only 4ml was able to be infused into the balloon and when deflating only 2 ml were able to be removed. The catheter was removed semi inflated.